Event description:
A customer contacted global technical service (gts) regarding a reported alarm, that occurred during their fill 1. The fill volume (fv) equaled 58ml. The caregiver (cg) stated that they disconnected the heater bag and replaced it with a new bag. The hc display read warming solution. Gts advised that the heater bag could not be swapped out during therapy. Gts assisted with end of therapy early procedure. The hp would start over with new lines and bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.. Baxter product surveillance contacted the care giver (cg) on (B)(4) 2012 regarding reported problem. The cg stated they did not start over with new supplies that evening; they just ended therapy for the night. They stated the technical service representative (tsr) told them not to only change out the bags but they would have to change out the whole setup, and since it was late they decided to just end therapy. The cg stated the tsr explained to them that the setup was exposed. The cg stated therapy overall is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was not performed as the lot number was unknown.